Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the united arab emirates. It was reported that the error message ¿head error¿ appeared on the rotaflow console and drive. It was occurred during priming and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in saudi arabia. It was reported that the error message ¿head error¿ appeared on the rotaflow console and drive. It was occurred during priming and no patient was involved. No harm to any person has been reported. A getinge service technician confirmed on 2022-10-20 that the rotaflow console (rfc) control board kit (material#70103.4051) will be replaced. The affected drive (serial# (B)(6)) was sent back to manufacturer for repair. It was received on 2022-08-30 and during investigation by the getinge service department on 2022-09-02 the reported "head error" could be confirmed. Thus, the drive was sent to the supplier (B)(4) on 2022-09-08 for further investigation and repair. On 2022-10-20 (B)(4) was able to reproduce the reported failure and the root cause was determined as mishandling of the device, which lead to a damage of the drive electronics. These parts will be replaced by the supplier. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Rotaflow console: the review of the non-conformities was performed on 2022-07-21 and during the period of 2018-10-01 to 2022-07-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2018-10-01. Rotaflow drive: the review of the non-conformities was performed on 2022-07-21 and during the period of 2018-10-01 to 2022-07-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive in question was produced in 2018-04-24. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Correction of event side country. New information regarding the event side country has been received on 2021-07-22 by the ssu. The complaint was submitted under united arab emirates, however the event occurred in saudia arabia.